Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states the side rail bracket is bent and the head motor pull tube is broken and the head will not raise.